Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices. It was reported that the patient¿s console was unable to increase pressure further than 140 psi and low pressure alarms were observed. The patient was switched over to the backup console and the pressure was able to be adjusted. The patient was not symptomatic or injured during the event.

Manufacturer narrative:
Approximate age of device ¿ 23 years and 5 months (calculated from the device manufacture date to the date of the event). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was evaluated and serviced at the hospital. The report of low pressure alarms and the inability to increase pressure to greater than 140 psi was confirmed during the evaluation of the device at the customer site by a representative of the manufacturer's technical services team. The analysis found that a hose in the device was disconnected from its clipper valve. Reconnecting the valve hose and pressing the reset button on the device resolved the reported issue. Subsequent testing revealed that the device functioned as intended and the device was returned to service. No further information was provided. The manufacturer is closing the file on this event.